Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable was not charging the pump battery. Customer reverted using another wall adapter and usb cable. Customer's blood glucose was within range.

Manufacturer narrative:
Usb cable not returned for investigation.